Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedances measurements. Additionally, a code 1005 indicative of high out of range shock impedance measurements greater than 145 ohms was recorded while attempting to deliver a shock. It was noted that the patient was not enrolled on latitude nxt. This ICD and rv lead remain in service. No adverse patient effects were reported.